Manufacturer narrative:
The product had been disposed of.

Event description:
A medwatch was received (mw5058817) that stated the customer reported that safe-rt-pro lancets did not retract after use on two separate occasions. On both cases the nurses caught the needle on their glove when disposing of the used product. Both times the lancets did not retract after being used on a patient for a fingerstick to obtain a sample for a blood glucose. There was no indication that the needle punctured the nurses' skin or that any medical treatment was received. There was no indication of any adverse event. There was no request for product return as it was already disposed of.